Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had been hospitalized for high blood glucose levels. The symptoms of high blood glucose levels that she experienced were nausea, vomiting, and dizziness. The customer's symptoms made her to go to the urgent care that same morning and from there she was taken to the hospital. The customer's blood glucose levels reached 502 mg/dl at the time of her visit. The customer also mentioned being hospitalized for low blood glucose levels last july but specific details about the incident are unknown. No further information was reported.